Event description:
Unomedical reference number (B)(4). Event occurred in the spain. It was reported that the patient went to emergency room with symptoms of dka with high bg of 300mg/dl and posiitve ketones. During the stay in the emergency roompatient received serum therapy and intravenous insulin. No further information available.